Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. However physical damage to the subject device may have caused the foreign material to remain in the forceps elevator wire . The event can be detected/prevented by following the instructions for use: instructions for jf type 260v and tjf type 260v, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject events. Instructions for jf type 260v and tjf type 260v, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenoscope exhibited foreign material on nozzle and forceps elevator wire. There were no reports of patient involvement.